Manufacturer narrative:
The device history record for lot 30203421 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint sample for the reported lot number, 30203421, was not returned for evaluation. A root cause could not be determined. The customer returned a sample with a different lot number, lot 30200932, which was reported to be used for self-testing by the facility and was not used on a patient. The sample was evaluated. The pump was drained and refilled to a nominal volume, with 0.9% saline. The pump was laid on a flat surface and the pinch clamp was opened and infusion was observed at the distal luer. Infusion was successfully verified at saf settings of 2, 4, 8, 14. During infusion verification, leakage was observed at the filter distal vent hole. Flow accuracy testing was performed, at ambient temperature, the test run time was 32 hours. During the test, the leaking filter was placed in a collection container. The pump yielded a flow rate of 11.52 ml/hr, which is within specification, with a +/-20% tolerance. The reported event could not be confirmed as reported, the root cause is undetermined. All information reasonably known as of 30 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 05 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 600 ml, flow rate: 14cc/hr, procedure: thoracotomy, cathplace: unknown, infusion start time: (B)(6) 2023, infusion stop time: (B)(6) 2023. Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient, involving different device. This is the first of two reports. Refer to 2026095-2023-00049 for the second report. A free flow was reported, with the on-q pump; the patient had a thoracotomy on 17mar2023, and the pump was set to 14 cc/hr, it was empty the following morning. There was no report of injury or medical intervention. Additional information received 21mar2023 reported, the patient was ¿fine; there was no injury, no symptoms and no adverse event.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 13 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: b3, d4 all information reasonably known as of 27 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.